Event description:
Rptr called in and performed a control solution test, result of 170 mg/dl, her teststrip vial showing 92-139 mg/dl. During troubleshooting she repeated the control solution test and received the er1 message. Rptr ran a third control solution test while on the phone and the result was within range; 130 mg/dl. Vials and techniques all seem to be within the 'norm'. Rptr does not test everyday but does test "every once in a while". Reviewed product storage and techniques with rptr.